Event description:
Simplastin htf is a human tissue factor derived reagent used to measure prothrombin times in patients. The customer is seeing a descrepancy/bias in their crossover studies in moving from their current lot to a new lot of simplastin htf. The isi value is used to calculate the inr value. Inr is reported to physicians to monitor anticoagulant therapy. Incorrect inr values may result in modification to oral anticoagulant therapy. The customer is not reporting any results with their new lot of simplastin htf and there are no injuries or adverse events associated with this complaint. The customer is questioning the difference in isi assignments between the old and new lots.

Manufacturer narrative:
Biomerieux is conducting an investigation for all isi values associated with this complaint and the investigation is still ongoing. Biomerieux will follow up with evaluation results and conclusions as soon as the investigation yields more information.